Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for pancreatic duct cannulation. During the procedure, the error screen image appeared on the monitor and there was no longer visualization of the gastrointestinal tract. The physician removed the scope and inserted a new exalt scope. The procedure was completed with the second exalt model d scope. No patient complications were reported as a result of the event.